Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: (B)(4) unopened pouches and 1 opened. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the closed samples received has been performed and the unit is tight. Tested the knot pull tensile strength of the closed samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use:"when working with safil® quick suture material great care should be taken in order to ensure that the surgical instruments used, such as forceps or needleholders do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. The results of the closed samples received fullis the OEM requirement. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Surgeon experienced extensional tearing of the thread in one of the four sutures used during the procedure.